Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced a detached sensor wire. Upon sensor removal, sensor wire remained in skin. Patient removed wire and experienced no discomfort at insertion site. No medical intervention was required.